Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 10.9 mmol/l on aviva nano meter (system 1) and 22.5 mmol/l on aviva insight meter (system 2) using the same vial of test strips. No death or serious injury reported. Requested return of suspect device for evaluation.